Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters. In addition, the pump battery gauge dropped from 65% to 25% while connected to a power source. The customer¿s blood glucose (bg) level was 285 (mg/dl). A correction bolus via the pump was delivered to address bg level. Reportedly the customer will continue to use the pump for insulin therapy.